Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had off no power alarm. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer also stated that the insulin pump did not received the low battery alert prior to the off no power alert. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display and off no power alert noted. (B)(4).